Event description:
By way of lawsuit it was reported that that patient's shunt was explanted because it was noticed that the shunt was fractured at the base. It was also reported that it was not leaking csf.

Manufacturer narrative:
The valve has not been returned and lot information has not been made available. As such it is not possible to investigate the complaint reported. It is not known at this time if additional information will be made available.